Event description:
It was reported that during a gastric bypass procedure, the device stopped working properly after cutting thru the mesentery right below where performing the gastro jejunostomy. There were dissecting thru the mesentery to transect the entry for the circular stapler. As they were cutting thru this area, the hand instrument error came on. They could have possibly hit metal but were unsure. They tightened the hand piece and restarted, it immediately went back to the hand instrument area. They looked for tissue in blade and did not see any. They also restarted the generator. But it was not working after that. The blade was not broken before. But it must have broken off during the washing of the device. They decided to use the gia to dissect and cut thru the mesentery. The procedure was extended by five minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The analysis showed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.